Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a (B)(6) year old female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test." And device ineffective "device ineffective". The patient's medical history included parity 1 on (B)(6) 2009, gravida I, ureterolithiasis, back surgery, vaginal discharge and gastroschisis. Concurrent conditions included kidney stone, dysuria, blood in urine, urination pain, anhedonia, dysfunctional uterine bleeding, depression, post coital bleeding and acute vaginitis. Concomitant products included amitriptyline from 2015 to 2017, antibiotics from (B)(6) 2017 to (B)(6) 2017, cefalexin (keflex), fluoxetine hydrochloride (prozac) from (B)(6) 2017 to (B)(6) 2017, ibuprofen since (B)(6) 2017, nsaids since 2009, paracetamol (acetaminophen) since 2009, sertraline hydrochloride (zoloft), sulfamethoxazole;trimethoprim (bactrim) and varenicline tartrate (chantix). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain/ pain"), 5 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2012, the patient experienced urinary tract infection ("), infection (bladder/ urinary tract/vaginal) type: uti"). In 2012, the patient experienced renal colic ("ureteralgia"). On (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problem or changes") and dysuria ("bladder or urinary problem or changes: dysuria (bladder)"). On (B)(6) 2017, the patient experienced device expulsion ("migration/ migration of essure device location of device: uterus"). On (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced loose tooth ("teeth loose"), tooth loss ("teeth loose and falling out/ teeth falling out") and abdominal distension ("bloating"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3) and surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, loose tooth, abdominal pain, abdominal distension, renal colic, depression, anxiety, urinary tract disorder, dysuria and back pain outcome was unknown and the device expulsion, migraine, tooth loss, pelvic pain, headache, urinary tract infection, vaginal haemorrhage and menorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, device expulsion, dysuria, ectopic pregnancy with contraceptive device, headache, loose tooth, menorrhagia, migraine, pelvic pain, renal colic, tooth loss, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent non specified treatment due to complications from the essure device. Pregnancy history: have you been pregnant at any time? Yes total number of pregnancy 01 live birth 01 ((B)(6) 2009) (as reported) (discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal bleeding, uti, anxiety, depression, back pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received; new event- ectopic pregnancy, device ineffective were added. Aka name was added. Removal date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 22-year-old female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test." And device ineffective "device ineffective". The patient's medical history included parity 1 on (B)(6) 2009, gravida I, ureterolithiasis, back surgery, vaginal discharge and gastroschisis. Concurrent conditions included kidney stone, dysuria, blood in urine, urination pain, anhedonia, dysfunctional uterine bleeding, depression, post coital bleeding and acute vaginitis. Concomitant products included amitriptyline from 2015 to 2017, antibiotics from (B)(6) 2017, cefalexin (keflex), fluoxetine hydrochloride (prozac) from (B)(6) 2017, ibuprofen since (B)(6) 2017, nsaids since 2009, paracetamol (acetaminophen) since 2009, sertraline hydrochloride (zoloft), sulfamethoxazole;trimethoprim (bactrim) and varenicline tartrate (chantix). In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain/ pain"), 5 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2012, the patient experienced urinary tract infection ("), infection (bladder/ urinary tract/vaginal) type: uti"). In 2012, the patient experienced renal colic ("ureteralgia"). On (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problem or changes") and dysuria ("bladder or urinary problem or changes: dysuria (bladder)"). On (B)(6) 2017, the patient experienced device expulsion ("migration/ migration of essure device location of device: uterus"). On (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced loose tooth ("teeth loose"), tooth loss ("teeth loose and falling out/ teeth falling out") and abdominal distension ("bloating"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3) and surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, loose tooth, abdominal pain, abdominal distension, renal colic, depression, anxiety, urinary tract disorder, dysuria and back pain outcome was unknown and the device expulsion, migraine, tooth loss, pelvic pain, headache, urinary tract infection, vaginal haemorrhage and menorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, device expulsion, dysuria, ectopic pregnancy with contraceptive device, headache, loose tooth, menorrhagia, migraine, pelvic pain, renal colic, tooth loss, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent non specified treatment due to complications from the essure device. Pregnancy history: have you been pregnant at any time? Yes total number of pregnancy 01 live birth 01 ((B)(6) 2009) (as reported) (discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal bleeding, uti, anxiety, depression, back pain, headache. Lot number:627430, manufacture date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 22-year-old female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test." And device ineffective "device ineffective". The patient's medical history included parity 1 on (B)(6) 2009, gravida I, ureterolithiasis, back surgery, vaginal discharge and gastroschisis. Concurrent conditions included kidney stone, dysuria, blood in urine, urination pain, anhedonia, dysfunctional uterine bleeding, depression, post coital bleeding and acute vaginitis. Concomitant products included amitriptyline from 2015 to 2017, antibiotics from (B)(6) 2017, cefalexin (keflex), fluoxetine hydrochloride (prozac) from (B)(6) 2017, ibuprofen since june 2017, nsaids since 2009, paracetamol (acetaminophen) since 2009, sertraline hydrochloride (zoloft), sulfamethoxazole;trimethoprim (bactrim) and varenicline tartrate (chantix). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2012, the patient experienced urinary tract infection ("), infection (bladder/ urinary tract/vaginal) type: uti"). In 2012, the patient experienced renal colic ("ureteralgia"). On (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problem or changes") and dysuria ("bladder or urinary problem or changes: dysuria (bladder)"). On (B)(6) 2017, the patient experienced device expulsion ("migration/ migration of essure device location of device: uterus "). On (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced loose tooth ("teeth loose"), tooth loss ("teeth loose and falling out/ teeth falling out") and abdominal distension ("bloating"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection and vaginal haemorrhage had resolved, the ectopic pregnancy with contraceptive device, loose tooth, abdominal pain, abdominal distension, renal colic, depression, anxiety, urinary tract disorder, dysuria and back pain outcome was unknown and the device expulsion, migraine, tooth loss, headache and menorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, device expulsion, dysuria, ectopic pregnancy with contraceptive device, headache, loose tooth, menorrhagia, migraine, pelvic pain, renal colic, tooth loss, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent non specified treatment due to complications from the essure device. Pregnancy history: have you been pregnant at any time? Yes total number of pregnancy 01 live birth 01 ((B)(6) 2009) (as reported) (discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal bleeding, uti, anxiety, depression, back pain, headache. Lot number:627430, manufacture date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Updated outcome for event infection (bladder/ urinary tract/vaginal) type: uti, abnormal bleeding and pelvic pain to recovered from not recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 22-year-old female patient who had essure (batch no. 627430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test." And device ineffective "device ineffective". The patient's medical history included parity 1 on (B)(6) 2009, gravida I, ureterolithiasis, back surgery, vaginal discharge and gastroschisis. Concurrent conditions included kidney stone, dysuria, blood in urine, urination pain, anhedonia, dysfunctional uterine bleeding, depression, post coital bleeding and acute vaginitis. Concomitant products included amitriptyline from 2015 to 2017, antibiotics from (B)(6) 2017 to (B)(6) 2017, cefalexin (keflex), fluoxetine hydrochloride (prozac) from (B)(6) 2017 to (B)(6) 2017, ibuprofen since (B)(6) 2017, nsaids since 2009, paracetamol (acetaminophen) since 2009, sertraline hydrochloride (zoloft), sulfamethoxazole;trimethoprim (bactrim) and varenicline tartrate (chantix). In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2012, the patient experienced urinary tract infection ("), infection (bladder/ urinary tract/vaginal) type: uti"). In 2012, the patient experienced renal colic ("ureteralgia"). On (B)(6) 2013, the patient experienced urinary tract disorder ("bladder or urinary problem or changes") and dysuria ("bladder or urinary problem or changes: dysuria (bladder)"). On (B)(6) 2017, the patient experienced device expulsion ("migration/ migration of essure device location of device: uterus"). On (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced loose tooth ("teeth loose"), tooth loss ("teeth loose and falling out/ teeth falling out") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection and vaginal haemorrhage had resolved, the ectopic pregnancy with contraceptive device, loose tooth, abdominal pain, abdominal distension, renal colic, depression, anxiety, urinary tract disorder, dysuria and back pain outcome was unknown and the device expulsion, migraine, tooth loss, headache and heavy menstrual bleeding had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, device expulsion, dysuria, ectopic pregnancy with contraceptive device, headache, heavy menstrual bleeding, loose tooth, migraine, pelvic pain, renal colic, tooth loss, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent non specified treatment due to complications from the essure device. Pregnancy history: have you been pregnant at any time? Yes total number of pregnancy: 01, and live birth: 01 ((B)(6) 2009) (as reported) (discrepancy noted). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal bleeding, uti, anxiety, depression, back pain, headache. Lot number:627430 manufacture date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received: reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.